Event description:
The technician alleged side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the inside of the side rail center arm and latch is contaminated causing the latch to stick inside the side rail center arm and not latch. The technician cleaned the side rail latch and center arm assembly to resolve the issue.